Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then, it will be submitted in a supplemental report.

Event description:
There was a hip surgery on (B)(6) 2010. Traumatologist, is saying that some screws used on the surgery are broken now it needs another surgery to fix the problem (hip revision).